Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error b30 occurred due to data error of scope ID. The event can be detected/prevented by following the instructions for use which state: operation manual_ chapter 3 preparation and inspection_ 3.8 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had scope error code e217 during inspection for use. There were no reports of patient involvement.